Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was in the middle of the load process when a notification was received to install a cartridge. The customer confirmed that there were no alerts or alarms received and the cause of the occurrence was not known. However, the customer stated that sometimes would allow the screen to time out during the load and may have this time. There was no impact to the customer's blood glucose level.